Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 10mm long starting 3mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified posterior and anterior tibial artery. A 4.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified posterior and anterior tibial artery. A 4.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.